Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer reported their blood glucose declining to 34 mg/dl. The customer reported their blood glucose was low for five hours. The customer's current blood glucose was 193 mg/dl. Troubleshooting found the drive support cap appeared to be normal and the insulin pump passed a displacement test. Customer also reported being hospitalized on (B)(6) 2012 for high blood glucose. The customer's blood glucose was 880 mg/dl at the time of admission. The customer reported experiencing difficulty breathing, had pale skin and was incoherent from their blood glucose. The cause of the hospitalization was from diabetic ketoacidosis. Customer was treated with an insulin drip and fluids. The customer also reported an incident where paramedics were called for treatment in (B)(6) 2014. Customer was treated with food during this incident. The customer declined to return the insulin pump for analysis.